Event description:
It was reported that the customer had a hospitalization due to diabetic ketoacidoses. The blood glucose reading at the time of the event was 635 mg/dl. Customer stated that he had a kink in the cannula and was not receiving insulin. Customer was treated with IV fluids and insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.